Event description:
The reporter stated that during a right bunion surgery procedure, the pt's bone had cracked as the surgeon advanced the trailing head of the screw into the bone. Staples had to be used to fix the bone fragments. The pt had more post operative pain than normally expected.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.